Event description:
It was reported that (2) devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the lcsk5 instrument worked for a very short time. A new lcsk5 was used, from the same lot, and the same thing happened. A 3rd instrument worked. Another instrument was used to complete the case. There was no consequence to the pt.